Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient was revised approximately one (1) year and eight (8) months post-implantation due to implant fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed as no device, images, or medical records were received for review. Review of the device history records identified no deviations or anomalies during manufacturing related to the event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b3; b4; b5; d6b; g3; g6; h1; h2 additional information does not change the root cause of the previous investigation. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6 reopened for returned medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: contributing factors of event: - bilateral post-injury omarthrosis - deforming arthrosis right elbow - omalgia (shoulder pain) - shoulder joint contracture findings: - dorsal longitudinal approach - failed fragments of connecting mechanism and liners removed - articulating joint fixed radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: small metallic density displaced fragment located along the posteromedial aspect of the condylar portion of the hardware, possibly chip fracture fragment. Remainder of the hardware appears intact. Soft tissues appear normal. Overall fit and alignment of the implant and bone quality appears normal. Root cause of investigation has not changed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6b: it is unconfirmed whether the patient was revised the same day as the implant breakage; therefore, revision date is updated to unknown. Complaint was reopened for changing revision date to unknown. Root cause of investigation has not changed.

Event description:
No further event information available at the time of this report.